Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the procedure was completed the patient had a coronary sinus dissection that led to pericardial effusion. When the patient was moved the operating table, a drop in blood pressure was observed. The effusion was immediately treated without reopening the pocket and the patient was transferred to a monitoring room. Later at night, the patient had bleeding which was treated without reopening the pocket and the patient was kept on continuous support. The physician stated that the patient's heart was weak. The patient died the following day.